Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test and sleep current test. All buttons function properly. No battery alarms noted during testing. No unexpected insulin flow blocked alarms, motor anomaly or rewind anomaly were noted during testing. Unit successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. During download histroy review, normal low battery alerted on 08/25/2025 19:05:00, 08/09/2025 15:47:00 and 07/14/2025 18:59:00 and failed batt test occurred on 09/19/2025 16:40:03. Battery cycle 7.0 received the lowbatteryalert (104) on 08/25/2025 19:05:00 after more than 7 days at 16.09 days. Battery cycle 6.0 received the lowbatteryalert (104) on 08/09/2025 15:47:00 after more than 7 days at 16.1 days. Battery cycle 3.0 received the lowbatteryalert (104) on 07/14/2025 18:59:00 after more than 7 days at 7.31 days. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. During download history, pump alarmed insulin flow blocked alarm on 09/30/2025 17:38:00.000 during basal and 09/30/2025 19:56:19.000 during bolus in pump downloaded history. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case (minor). Customer did not experience an unexpected power loss of less than 7 days per the pump history. Charge/battery lasts less than expected, motor anomaly, rewind anomaly, unexpected insulin flow blocked alarm and unresponsive button were not confirmed. Pump functioning properly as intended. Reservoir unable to lock into place was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated the pump had diminished battery life, experienced unexplained no delivery alarms, had a louder and slower rewind, a loose reservoir, and non-responsive buttons. The customer reported no adverse event. The event involved product(s) mmt-397a, mmt-332a, and mmt-1884. Troubleshooting was not performed for the insulin flow blocked alarm, and it was a past event. Troubleshooting was not performed for the short battery lifetime and cosmetic damage. No harm requiring medical intervention was reported. No product return is required for mmt-397a, mmt-332a, and mmt-1884.